Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation and that they fell in their yard on (B)(6) 2016. They started stuttering the day prior to the report. The patient check their device with their patient programmer and it says that stimulation is on. They do not have the ability to change amplitude, so it was recommended they contact their healthcare provider (hcp). Later, on the day of the report, the patient reported they forgot what they were supposed to do, so it was reviewed to contact their hcp. The implantable neurostimulator (ins) was indicated for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.